Event description:
It was reported that a pump declared a cartridge change error. The issue caused the customer's blood glucose level to exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean the pump components, however, they were unable to successfully load the cartridge. Technical support then assisted in filling and loading a new cartridge but faced similar issues and referred the customer for escalated troubleshooting. In the meantime, the customer was advised to administer insulin shots while waiting for further assistance.

Event description:
It was reported that a pump declared a cartridge change error. The customer's blood glucose level was 450 mg/dl. Ultimately, the customer reverted to an alternate method of insulin therapy.